Manufacturer narrative:
H6: investigation summary photos received by our quality team for investigation. Upon visual evaluation, black foreign matter on the cannula is observed. The back foreign matter is identified as dirt. A device history review was performed for lot 1364461, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Based on the teams investigation, possible root cause for the dirt is associated with contamination during the production process caused by operational failure during the cleaning of assembly equipment. H3 other text : see h10.

Event description:
It was reported that 4 of the needle precisionglide 25x5/8in experienced foreign matter, contaminated. The following information was provided by the initial reporter, translated from spanish to english: the rest to foreign matter¿.

Event description:
It was reported that 4 of the needle precisionglide 25x5/8in experienced foreign matter, contaminated. The following information was provided by the initial reporter, translated from spanish to english: the rest to foreign matter¿.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.